Event description:
It was reported that, this right atrial (ra) lead was confirmed fracture, triggered a lead safety switch (lss) and exhibited high impedances out of range. Subsequently, this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.